Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. There was no log record indicating the ¿placement signal unreliable¿ alarm. This console was tested. No optical signal-related issues were found. The analog output showed no issues and matched the known good analog output from the test fixture. The 5s parameters and bulb power were within specifications as per the preventative maintenance procedure. The root cause of the "placement signal unreliable" alarm was not determined. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. The associated impella rp flex was reported in manufacturer device report number 1220648-2025-28464.

Event description:
The complainant reported that the automated impella controller was exchanged due to placement signal unreliable alarm. The alarm displayed for 10 minutes and resolved after shifting patient position. The patient survived.